Event description:
Boston scientific received information that a competitive field representative consulted boston scientific technical services (ts) as she was checking the patient's competitive device and noted high out of range shock impedance measurements for the right ventricular (rv) lead. Due to the patient's other health issues, the physician is considering turning tachycardia therapy off. Ts discussed troubleshooting options if the physician opts to leave tachycardia therapy on in the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.